Event description:
Information was received indicating that a customer opened a cadd cassette reservoir package, and the tubing was kinked, or deformed. No adverse patient effects were reported. No additional information is available at this time.

Event description:
Information was received indicating that a customer opened a cadd cassette reservoir package, and the tubing was kinked, or deformed. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02983. The report was submitted in error.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: three pictures were attached and reviewed. Results: picture 1 show a cassette product. Picture 2 and 3 show a damaged tube. Samples received: sample received consist in one cassette product. The sample was received inside in a plastic bag, before use, with its original packaging open and decontaminated. Visual inspection results: it was observed that the sample shows a deformation in the tube, no other defect was found. Complaint is confirmed. Failure mode replication: a cassette was used to replicate the failure mode reported, the sample was placed in the finished product trays so that the tube part came out of the trays and pressure was exerted on it. Results: the damage presented is a small deformation due to the pressure of the tray, several attempts were made to replicate the failure mode reported, this defect only occurs if the part is under pressure for more than thirty-five minutes. Root cause is related to incorrect positioning of the parts in the tray. Production personnel were notified by the quality engineer on 11/aug/2022 as knowledge of the defect reported by the customer and reinforce the correct position of the tubes inside trays to avoid damage. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.